Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Lot number, initial procedure name, procedure name. Investigation summary: it was reported pull off - suture needle. One detached needle and a suture were returned for analysis. The product code and lot number could not be identify. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and the end of the suture is severely cut appears to be by the use of a surgical instrument. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records could not be reviewed as the batch number was unknown. According to the sample condition suggest an improper handling of the sample, the reported complaint is confirmed. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the suture pulled off the needle on an unknown date. There were no adverse patient consequences reported. Additional information was requested.